Event description:
Patient reported that device has a partial display and there is condensation in the insulin cartridge compartment. During phone troubleshooting, it was discovered that insulin had leaked into the device's insulin cartridge compartment. No errors were generated by the device. Patient's blood glucose was not affected, and no treatment was received.